Event description:
It was reported that when the patient presented for device change out, externalized conductors on the right ventricular (rv) lead was observed on fluoroscopy prior to the procedure. There was no electrical abnormality noted with the rv lead. The physician decided to replace and capped the rv lead on (B)(6) 2022. There were no adverse health consequences, the patient was stable.